Event description:
Patient was a (B)(6) year old, male. Physician made two passes with the merci v 2.0 firm retriever and retrieved most of the clot. After the second retrieval attempt, an angiography was performed which showed extravasation. The physician infused balloon guide catheter and aspirated the remaining heparin in the vessels. The physician then performed another angiography and this time, he did not find extravasation. The patient's outcome was mrs=2 at 90 days follow up and patient was discharged. There was no evidence of concentric medical device malfunction and the device instructions for use lists related possible complications. Also, while the concentric medical device use may have caused or contributed to the patient outcome, there are other factors independent of the subject device (e.g., patient factors, device use factors, other devices employed, drugs administered, etc.) That also may have caused or contributed to the outcome.